Event description:
The customer states that the axsym processing cover does not remain upright and has fallen hitting an employee on the head. The customer states that no medical treatment was sought and no injury occurred.